Event description:
It was reported the patient experiences kidney pain when she runs her stimulator consistently for a few days. The patient has kidney disease. The patient has turned off her stimulation for a few days.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.